Event description:
Customer reported unexpected negative reactions on a patient samples with a history of antibodies tested on echo.

Manufacturer narrative:
The instrument images were unable to be retrieved, customer requested to archive results and return. A service call was made. The wash manifold was removed and cleaned, the filters were cleaned and the camera was replaced. The customer did not return samples for investigation testing, archive results not received.